Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to cold weather. The customer will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.